Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found full degradation breach of the outer insulation at 4.5 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis.